Manufacturer narrative:
(B)(4). Date sent: 7/12/2022. Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the video provided it was observed device jaws previously closed with a white reload and appears to be with issues to open the device jaws. The device was removed using an additional device to cut the tissue. In addition, significant bleeding was observed after the tissue was cut. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure. The device fired improperly across a renal vein and would not open. Placed clips and cut device out. Procedure completed successfully. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2022. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2022-04487.